Event description:
Customer reported that she had high blood glucose due to her insulin pump did not delivered insulin. Customer stated that her blood glucose is 600mg/dl and having issues with the insulin pump not delivering insulin. Customer stated she treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.